Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 1/19/2015 with the following results: ¿ez-prime¿ steps were performed correctly; no warnings occurred during the investigation, the product performs within specification, unable to duplicate ¿loss of prime¿ complaint.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump is wearing out and is about to stop working: "too many loss of primes". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.